Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator shutdown during use. The operating room (or) staff called to report the erbe generator lost power during surgery. The or staff reported that they verified erbe power cord and ac wall outlet for good ac power and that they have covidien generator as backup. The surgeon continued with the case robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed the customer reported complaint and reported that the erbe would not power on despite the fact that the power cable and all outlet working. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The iesu would not power on. The unit will be returned to the other equipment manufacturer (OEM) for repair. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the erbe generator lost power after the start of the procedure, and the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the case. The system was checked prior to the start of the procedure per usual protocol. The integrated electrosurgical generator unit (iesu) was working fine at the power-up. The iesu was not replaced during the case, the customer did not have a spare. Analysis information can be found in fields h6 and h10. Isi received the iesu involved with this complaint and completed the evaluation. Failure analysis investigation confirmed but did not replicate the customer-reported issue that the iesu would not power on. A visual inspection showed the unit to be in good condition. The iesu will be returned to the manufacturer for review and repair.

Event description:
Refer to h10/h11 for follow-up information.